Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this heater door issue per 21 cfr 806 on 22-oct-2024. The FDA recall number is z-0047-2025 & z-0048-2025. Customers were sent a letter explaining the issue and instructions for inspecting, installing, and tightening the screw that secures the heater door. Gehc will replace all affected units.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the heater door was broken. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the top shoulder scree was not disengaged and nothing fell into the mattress area. Therefore, the complaint is not reportable.